Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 14 march 2024 from a customer in egypt. It was reported that on (B)(6) 2024, hamilton-t1 (B)(6) showed a start up failure. No other information available. As per available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on (B)(6)2024 from a customer in egypt. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6)) showed a start up failure. No other information available. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.